Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that was not recognizing open/closed door message. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found to operate within specification. Evaluation was able to load a set and close the door with no discrepancies.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.